Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. The evaluation confirmed that the reported phenomenon was duplicated and the cable around the ccd unit twisted within the insertion portion. Therefore, it was surmised that electrical leads within the cable around the ccd unit of the subject device partially broke and the break caused the image loss. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared when the bending section of the subject device was angulated in the up direction during unspecified surgery. The facility replaced the subject device with a similar but different olympus laparoscope and completed the procedure. There was no report of patient injury.